Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event; able to interrogate devices with no issues found. Analysis found the rf (radio frequency) head cable was twisted but functional. (B)(4).

Event description:
It was reported the wand stopped working. The wand was returned for repair. No patient complications have been reported as a result of this event.